Manufacturer narrative:
Product analysis: intermittent inability to power on was confirmed, and it was found that the programmer would intermittently power off during use. The issues were attributed to the power supply being out of specification. The battery would not charge. The power supply and battery were replaced. The software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer exhibited intermittent inability to power on. It was noted that the behavior occurred both with battery power, and when connected to a/c. The programmer is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.